Event description:
It was reported that the ventricular connector on the external pulse generator was cracked. It was also noted that the generator had a broken case on the ventricular side. The generator was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken and the lower case was cracked. It was also noted that the upper case was broken, the lead flex cover was broken and the battery contacts were compressed. (B)(4).